Event description:
Had a 2 level cervical fusion in which rhbmp was used. Recovered in hospital for 2 nights. On third night after returning home, had violent episode of coughing up blood and difficulty breathing. Called surgeon, was told to give tylenol and put back in bed. He was later admitted to the hospital with aspiration pneumonia, and was there for 5 days. Dates of use: 2008. Diagnosis or reason for use: assist in bone growth.